Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt presents loud audible squeaking from an sort of movement. Squeaking began about one month ago. X-rays appear to show poly wear and associated eccentric head position within cup. Revision surgery has not yet been performed or scheduled. Doi (B) (6) 2007 (right side). Update - information has been received stating that the pt has now been revised, on (B) (6) 2010. Significant poly wear of the liner was found at the periphery, and the head showed wear against the inside of the cup. Liner exchange was performed, and a smaller head implanted.